Event description:
On (B)(6) 2025, a patient underwent for a port placement using powerport clearvue isp implantable port,chronoflex single-lumen, 6f. Sometimes post a port procedure the device allegedly found leakage. It was further reported that the catheter allegedly found to be kinked. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport clearvue isp implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A kink was noted on the attached catheter approximately 7.9cm from the distal end of the cath-lock. The port was patent to both infusion and aspiration without issue. No leaks were observed throughout the tests. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. Upon infusion, no leaks were observed throughout the attached catheter. Therefore, the investigation is confirmed for the reported catheter kink issue. However, the investigation is unconfirmed for the reported fluid leak issues as the sample evaluation results indicate no leak issue was noted on the device. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement using powerport clearvue isp implantable port, chronoflex single-lumen, 6f. Sometimes post a port procedure the device allegedly found leakage. It was further reported that the catheter allegedly found to be kinked. There was no reported patient injury.